Event description:
The initial reporter received questionable high elecsys cortisol ii results for one patient tested on a cobas 6000 e 601 module serial number was (B)(4). The patient had a sample collected on (B)(6) 2021. The cortisol results were reported outside the laboratory, and the medical personnel was aware that the results were not consistent with the patient's clinical status. Due to the cortisol results not matching the clinical status of the patient, an interferent against a component of the reagent was alleged. On (B)(6) 2021, the customer sent a sample to a different laboratory for further testing. It was unknown which sample was sent for further testing, that information was requested but not provided. On (B)(6) 2021, the patient's cortisol result was 645 nmol/l. On (B)(6) 2021, the patient's cortisol result was 1048 nmol/l. On (B)(6) 2021, the patient's results at the different laboratory were adrenocorticotropic hormone (acth) 27.8 ng/l and urine cortisol 23 ug/24 hours.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The patient stated that she has stopped taking the contraceptive daily 3 gé and that her cortisol levels were "normal." The actual results were not provided. The patient's sample was requested for investigation but was not provided. The calibration, qc, pre-analytical data and alarm trace were requested but not provided. The investigation did not identify a product problem.